Manufacturer narrative:
The product was discarded and will not be returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a sheath was inserted into the left femoral artery to perform a balloon aortic valvuloplasty (bav). The sheath was removed over the wire and the delivery catheter system (dcs) was inserted but would not advance. The dcs was removed and the sheath was re-inserted. An angiogram was performed to evaluate the access site, however, no complications were seen. The sheath was removed again and the dcs was re-inserted with a twisting motion. The dcs advanced and the valve was deployed successfully. Following the removal of the dcs, a perforation was noted at the access site. A covered stent was placed across the perforation. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties inserting the dcs system in the patient anatomy have historically been related to factors such as the patient anatomy and the physician technique. No information regarding the patient anatomy was able to be obtained. It was reported that the dcs was reinserted with a twisting motion, and the valve was deployed successfully. Post removal of the dcs, a perforation was noted at the access site. Historically, vessel trauma can occur as a result of maneuvering difficulties, likely related to the additional force or manipulation used to advance the device in the difficult anatomy. Additionally, calcified patient anatomy may be a factor, as calcification can cause the anatomy to be more prone to injury. In this case, it was reported that the device was inserted with a twisting motion. This is the most likely cause of the dissection, as the device is not designed to be twisted in the patient anatomy due to the spines in the shaft which limit the bending to a single axis.